Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced a lack of sensation from waist down. In addition, the ipp stopped working. A surgical procedure was performed to remove and replace the device. No additional information was reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced a lack of sensation from waist down. In addition, the ipp stopped working. A surgical procedure was performed to remove and replace the device. No additional information was reported.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.